Event description:
During photopheresis -ecp- procedure, disposable kit leaked at the tubing/hematocrit junction just prior to reinfusion of photoactivated cells. Procedure terminated immediately. Therakos, clinical engineering, and patient physician notified. Patient discharged in good condition and scheduled to return the following day for photopheresis. Dates of use: 2008. Diagnosis or reason for use: cgvhd.